Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple failed back operations and failed back syndrome - other. It was reported that the patient saw a power on reset (por) message. An overdischarge was not related to this event and the patient had a colonoscopy on (B)(6) that was unknown if it was related to the por. The patient was able to successfully clear the por message and reported their therapy was adequate. No symptoms or further complications reported.